Manufacturer narrative:
Active investigation in process; results of the investigation will be submitted in a supplement report.

Manufacturer narrative:
The reported complaint was not confirmed. A technical evaluation conducted at the (B)(4) service center on 23 may 2014 did not find any defect that could have contributed to the reported failure to alarm issue. The pump was found with cosmetic damages (broken bottom case), however, the pump passed all functional testing and cnfirmed working within specification (refer to ra#209049-001). Based on evaluation findings, a device malfunction is ruled out as possible cause for the issue reported. Since the negative pressure wound therapy involves various elements, it is difficult to determine and assign an exact root cause. Historical review of complaints for renasys go pump serial # (B)(4) showed no prior issues. Loss of dressing adhesion could be attributed to a combination of factors such as wound location, patient mobility, constant friction, accumulation of moisture underneath the dressing, and proper preparation of the periwound skin as per clinical guidelines. In regards to a pump not triggering a leak alarm, the most probable cause was that the system was maintaining negative pressure as a result of a partial blockage and a leak not significant enough in order to trigger an alarm. According to information provided in complaint form nurse stated that dressing appeared compressed when issue was noticed, which confirms presence of vacuum within the system. Typically, partial blockages are caused by clotting at the head of the soft port or buildup of blood clots/exudate inside the wound filler (foam) and/or the soft port fluid handling pathway. The complaint is recorded and any similar issues will be monitored through the complaint system.

Event description:
Failure to alarm: patient referred to tissue viability re further dehiscence over past 2 days. When wound inspected she said the drape had lifted between wound and stoma site, exudate had leaked out and device did not alarm.

Event description:
Failure to alarm: patient referred to tissue viability re further dehiscence over past 2 days. When wound inspected, she said the drape had lifted between wound and stoma site, exudate had leaked out and device did not alarm.